Event description:
It was reported that the lead was capped 76 months after the implantation due to oversensing.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status mos2. The ICD was implanted for 76 months and 29 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to two charging cycles that resulted in one shock delivery. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel. The integrity of the lead cannot be assured. There was no indication of an ICD malfunction.